Event description:
The suspect meter showed variation in test results when compared to the lab. The following test results were provided. Inratio 5.4 and 3.9. Corresponding lab results were 4.1 and 3.1 respectively. A new strip lot was provided which yielded the following results. Inratio was 3.5; lab was 2.8. No treatment was administered based on meter results. Further follow-up to be performed.